Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation.(B)(4).

Event description:
Customer reported a false negative reaction with a sample known to contain anti-lea to the 0.8% resolve panel a lot# vra211. According to the customer, the sample in question showed a positive reaction with 0.8% surgiscreen for gel (2+ reaction). Sample was tested against panel a lot# vra211 and all reactions were negative. The sample was further tested with 0.8% resolve panel c for gel, and anti-lea was identified with "ficin treated cells" only. All described testing performed on (B)(6) 2014. Listed ocd products were all confirmed to have normal appearance and stored according to their IFU indications. Quality control confirmed to be satisfactory using the alba q chek.